Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-015142. Additional information obtained via follow-up revealed the patient's leads were explanted and replaced via surgical intervention.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-015142. It was reported the patient has been receiving ineffective therapy due to migration of both of their scs leads. As a result, the patient plans to undergo surgical intervention.